Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer was in a swimming pool with the pump. There was no reported impact to the customer's blood glucose level. The alarm cleared approximately 30 minutes later and the customer resumed insulin delivery.